Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, the suggested event most likely occurred due an electrical component problem or failure. Olympus will continue to monitor field performance for this device. Updated fields: d9, g3, g6, h2, h3, h6 and h11.

Event description:
No additional information received from the customer.

Event description:
It was reported the colonovideoscope could not produce light (lights out). There were no reports of patient involvement, as this event was reported during device reprocessing.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.